Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Date of investigation: 20-jan-2026. Result of investigation: the device 8403zx (c-mac monitor for cmos endoscopes) was sent to the manufacturer for inspection. Device 8403bxc (c-mac video laryngoscope mac #4) was not returned and according to the received information it worked when connected to a different monitor. During the technical inspection of device 8403zx the error description provided by the customer "no light being lit on the cmac blade, and no video feed being shown on the cmac machine." Could not be reproduced. But the following was detected on the device: - charging socket with flex board damaged. - display is discolored. - battery older than 2 years. Based on the damage identified on the monitor, it is concluded that the cause of the defect is the rear charging socket of the monitor. The damaged charging socket with flex circuit board led to a problem where the battery could not be charged, so that the monitor with the camera head connected did not display any image or light on the blade. It is concluded that the damage was caused during use. The investigations did not reveal any cause related to the labelling, the device or its history. All production-related quality checks were passed, and no non-conformities were found in the manufacturing records of the devices. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "cmac 8403 zx critically failed during intubating a difficult airway. Issue that was witnessed was no light on the cmac blade being lit and no video feed being shown on cmac 8403 zx screen. The blade in question was connected to a different monitor and it worked". No negative impact in state of health reported.